Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, a clinical surgical rep (csr) called in during surgery to report a repeated nonrecoverable fault on surgeon side cart (ssc)2. The csr decided to disconnect the faulty ssc and start the surgery only with one ssc. The technical support engineer (tse) reviewed the logs and found error 307 and 25995 pointing to a remote arm controller boards (rac)2 and master tool manipulator (mtm) on ssc2. Tse guided caller to perform a system restart. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the armrest harness to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint was a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.